Event description:
The reported statement from the dental service technician: "benco service technician (B)(6) called in to say the light mentioned here (6300 track light) actually fell down off the ceiling, striking the doctor in the head, and giving him a concussion." Investigation determined that the light was installed > 5 years previous to the incident. Additionally, the installation instructions specify that 4-point installation is required and this light was only attached in 3 points. No further treatment was indicated for the dentist that was injured.

Manufacturer narrative:
Dealer/technician failed to properly install the track light with required 4-point attachment to ceiling per published installation instructions. All other track lights at this dental clinic were inspected to verify proper installation.